Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement

Event description:
(B)(4). Tech called in for help on 8100 unit serial # (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: tech called in for help on 8100 unit when trying to calibrate unit he getting error message "vpm3 out of range", before call in he had replace several parts hoping to resolve the issue. Still get same error, explain to tech with that error the unit has to come in for services. Tech already has his po# transfer caller to services repair to further assist tech to get unit in for services repair. Tech thank me for my assist.